Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia reported at 420 mg/dl after the infusion site detached when the user bumped into a door, followed by pausing insulin delivery for approximately four and a half hours while the pump was low on insulin and charging; insulin delivery was later resumed after a full supply change with guidance. Symptoms included headache and lethargy associated with high blood glucose. Outcomes included elevated continuous glucose monitoring and confirmatory glucometer readings, with no hospitalization. Investigation included customer service troubleshooting and education, including guidance to perform a full supply change and resume insulin delivery. Investigation of this case revealed user-related interruption of insulin delivery due to an unintentionally prolonged pause and dislodged infusion site. It was concluded, based on previously established findings for similar reports, that the cause was user error related to paused therapy and site dislodgement.